Event description:
It was reported that the interbody device was explanted approximately one year and nine months post op, due to post op pain. No other patient complications were reported.

Manufacturer narrative:
Neither device, nor film of applicable imaging studies were returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.